Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right atrial (ra) threshold variability. The patient experienced premature atrial contractions (pac) that seem to have interrupted the right atrial automatic threshold (raat) test prematurely. Technical services (ts) was consulted and suspects it may be fusion beats. In addition, farfield oversensing on the ra channel was observed, resulting in atrial tachy response (atr) episodes. Settings adjustments were recommended. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide additional information on coding and additional information in manufacturer narrative related to device analysis. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right atrial (ra) threshold variability. The patient experienced premature atrial contractions (pac) that seem to have interrupted the right atrial automatic threshold (raat) test prematurely. Technical services (ts) was consulted and suspects it may be fusion beats. In addition, farfield oversensing on the ra channel was observed, resulting in atrial tachy response (atr) episodes. Settings adjustments were recommended. This ICD system remains in service. No adverse patient effects were reported.